Event description:
The novafil suture was used to close the fascia on an obese patient having an abdominal aorta aneurysm performed. Reportedly overnight the novafil suture strand broke, causing a dehiscence. The remaining subcuticular sutures could not handle the added stress, so they tore through the subcuticular layer. Patient was re-opened and the abdomen was closed again with suture strand broke, causing a dehiscence. The remaining subcuticular sutures could not handle the added stress, so they tore through the subcuticular layer. Patient was re-opened and the abdomen was closed again with sutures. Patient is recovered.